Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 580 mg/dl back to back with a result of 109 mg/dl on the advantage system when testing was performed less than 10 mins apart. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated that he took 36 units of novolog based on what he was eating as he normally would. No other actions were reported taken or treatment received. No adverse event reported. A requests was made for the return of the suspect device, and replacement product was sent.